Event description:
A caller reported an error related to their continuous glucose monitor, specifically identified as cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided guidance to reset the pump, and after doing so, the error did not reappear, enabling the caller to successfully start their sensor session.